Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 290mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit alarmed during prime test at 2.5 lbs due to faulty force sensor resistor (gold). No motor error alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.